Event description:
This facility has experienced two separate incidents related to electronic failures of the abiomed bi-ventricular support system. Both failures resulted in potential loss of life and replacement of the power supply assembly. (There are less than 900 hrs on this device). MFR has agreed to replace with another of the same model.